Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during laparoscopic low anterior resection, when performing anastomoses of the rectum to the large bowel the surgeon tried to pull out the stapler after firing the device and found that the tissue was not cut clearly. The stapler partially cut the tissue and the tissue was stapled free from any metal clips or similar structures. The surgeon did reinforced suture on the cutting site to complete the procedure. The patient is alive with no injury.